Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient's wife reported that her husband's blood glucose and insulin history is as follows. Time: 2:19 am; bg (mg/dl): 442; bolus (u): 4.10. Time: 4:18; bg: 461; bolus: 4.0. Her husband passed out so she took him to the hospital. Time: 5:00 am; bg: 481 (with hospital meter). The pod was removed and discarded at hospital. He was diagnosed for diabetic ketoacidosis, dehydration and he had low potassium. They placed him on an insulin drop and gave him potassium. He stayed in the hospital for 2 days before being released. He stated that during the needle insertion process he did not feel the cannula inserting with the same amount of force or power that it usually has.